Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed power on resets recorded. The battery cap was not returned with the pump for investigation. On examination, the pump was noted to have a crack in the battery compartment that extended from the case seal to the compartment threads. A new test battery cap was used for the investigation and was noted to secure to the pump properly. The pump was exercised for 29 hours and was found to be delivering within the required specifications. No power issues occurred during testing with the test battery cap in place. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Use error contributed to the reported event as the patient continued to use a damaged pump while using insulin pump therapy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas stating that when he awoke, there was no power to the pump and experienced a blood glucose (bg) value of 573mg/dl. The patient reportedly treated the bg via correction injection. The patient reportedly inspected the pump and noted that the pump was turned off due to a loose battery cap. The patient reportedly taped the battery cap to the pump and resumed insulin pump therapy. A crack was also noted on the pump. The patient reportedly had issues waking up and always experienced shortness of breath. It was noted that the patient was taking antibiotics for an unrelated illness. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event while using insulin pump therapy.